Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired and/or was damaged at the tip at a unknown number of joules. The device was not returned for evaluation.